Event description:
The rptr stated that rptr did meter to hcp meter comparison tests. Testing on rptr's dr's meter (type unknown) the result was 175 mg/dl. At home, 1 hour later, rptr's meter reading was 270 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that rptr checks the test strip confirmation dot to ensure rptr has an adequate sample. Rptr's technique of applying blood is accurate, and rptr cleans meter on a regular basis. No harm was alleged.